Manufacturer narrative:
The insulin pump was received with moisture on the keypad traces. All of the buttons functioned properly and no button error alarm noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer stated that it had been raining and he wasn't wearing a poncho. Customer took the battery out and put it back in and wasn't able to clear the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.